Event description:
The pt reports that guards from both aids fell off into ears. The hearing aid (h/a) specialist was able to remove them. There was no sign of further injury, no redness, swelling or irritation.